Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that there was an unpleasant heat from the implantable neurostimulator (ins) battery. The patient commented that she felt unpleasant heat from the ins pocket site when she turned on her ins after a period of time. What led to this event was the patient turned on her ins for a longer period of time to cover her pain which had gotten worse recently. No interventions or actions were taken. The issue was not resolved at the time of this report. It was noted that the patient did a lithotripsy a few months ago; impedance check on her ins was okay. The patient also works in environment with many heavy machineries. A week later the rep confirmed that the action taken was the patient turns off the ins whenever she feels uncomfortable heat in the ins pocket site. The rep did an impedance check, and it showed the impedance of all electrodes were within range. No intervention done. The patient's medical history reported was: lower back pain, failed back surgery, and kidney stones. If additional information is received, a follow up report will be sent.